Event description:
The customer contact reported a disconnection. The device was to be used to deliver an unspecified medication. It was reported that after the veniloop connector of the device was connected to the pt's catheter, the device disconnected from the catheter. A "minimal" volume of blood loss was noted. The device was replaced and the therapy was initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).